Manufacturer narrative:
The investigation into the hemolysis and high purge pressure has been completed. The impella device was returned for evaluation. The root cause of the high purge pressure was ingested biomaterial occluding the purge gap. The root cause of the hemolysis was most likely ingested biomaterial. The investigation for the reported hemolysis and high purge pressure has been completed. The data logs were returned and confirm the high purge pressure. Suction alarms and irregular motor current pulstility can be seen occurring before a sudden increase in purge pressure. The product was returned and the high purge pressure was reproduced as the pump was priming. When the pump was running the purge pressure dropped to within a normal range and when the pump was stopped the purge pressure would begin to rise. This suggested that biomaterial was present in the purge gap. The pump was soaked in tergazyme to remove all the biomaterial and then the purge pressure was able to maintained within normal ranges even when the pump was not on. The root cause of the high purge pressure was determined to be ingested biomaterial. The pump was returned with a large thrombus occluding the inflow cage. Because the hemolysis did not occur until the 4th day of support it is unlikely a result of a product malfunction. The root cause of the hemolysis was most likely ingested biomaterial as the thrombus was confirmed occluding the inflow cage, see es2020-079 for more information. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced hemolysis and purge pressure was high. Action taken to resolve the issue are unknown. The patient continued on support until the device was successfully weaned.